Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 20cm calcified lesion in the mid superficial femoral artery. The vessel diameter was 5-6 mm and a 6mm sheath was placed. The vessel was prepared with a 6mm balloon. A 5x200 mm supera self-expanding stent system (sess) was advanced via an antegrade approach. The stent of the sess was being deployed when it was noted that the stent had elongated and had almost reached the sheath. The introducer sheath had to be withdrawn slightly and the stent was stacked with force to prevent any deployment within the sheath. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. The stent was fully deployed; however, the stent elongated greater than 10mm and was therefore partially deployed in healthy tissue. The delivery system was removed under fluoroscopy with no reported difficulty. Post dilatation of the stent with an unspecified 6mm balloon dilatation catheter was performed to improve the outcome and successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.